Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient experienced ineffective therapy. X-rays were taken confirmed that patient's lead was fractured. Diagnostics confirmed high impedances on the lead. Reprogramming was only able to provide partial relief. As a result, surgical intervention was taken to replace the lead. Issue has been resolved.